Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-11646. It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator had episodes of non-sustained right ventricular oversensing due to suspected right ventricular lead noise or myopotential oversensing. The patient was seen on (B)(6) 2019 and programming changes were made. The patient did not experience any symptoms.